Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that during routine device replacement, it was noticed that the peg tube bumper was buried and patient had infection. When attempted to remove it, the probes broke due to the poor condition they presented and that piece remained inside. The wife reported that the surgeon decided to leave the buried bumper, wife was concerned and requested to speak to nurse.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received. On (B)(6) 2020, the patient underwent peg tube replacement. During the procedure, an ulcer with a fibrin bottom was observed at the gastrostomy site. Since an unknown time, the patient has been on nexium once a day.